Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, when the surgeon squeezed the handle to fire, the clip dropped out of the jaws. When the surgeon squeezed the handle to fire, the clip dropped out of the jaws. The surgical time was extended by less than 30 min. The procedure was completed with another device. No patient injury.